Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with lantus insulin (21 units). The patient continued to take his usual dose of medications that same day. After the start of the alleged issue, the patient claims he felt symptoms of confused and shaky. The patient was taken to the emergency room (ER) and obtained blood glucose results of "20, 54 and 66 mg/dl" with the ER/ hospital meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.